Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Customer stated one vial of innovance heparin reagent was found to be broken. There was no damage to the outer box and other vials. There have been no other complaints regarding broken vials of innovance heparin reagent. Damage to the vial during shipping, damage during the filling and packaging process, and damage due to customer handling and storage all cannot be ruled out as potential causes of the event. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A lab technician cut their finger on a broken vial of innovance heparin reagent while opening the outer box of the innovance heparin reagent kit. The lab technician washed out the cut for 10 minutes with water. No medical intervention was required. There are no known reports of adverse health consequences due to this event.